Event description:
It was reported that the pump battery was unresponsive. The customer¿s blood glucose (bg) level was "high", although specific value was not provided. The customer administered a manual injection to address the issue; however they required 3rd party assistance and went to the emergency room with high ketones where they were subsequently hospitalized. The customer was treated with intravenous fluids of saline and insulin. The customer was released on the same day, 04/11 with no permanent damage. Reportedly, the pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.